Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient developed endocarditis with possible vegetation on the right ventricular lead or hemodialysis catheter. Cultures were taken and the organism was identified as enterococcus. Antibiotic treatment was necessary. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 407652 implantable pacing lead 2009 (B)(6); 4092-58 implantable pacing lead 2009 (B)(6). (B)(4).

Event description:
It was reported that the patient developed endocarditis with possible vegetation on the right ventricular lead or hemodialysis catheter. Cultures were taken and the organism was identified as enterococcus. Antibiotic treatment was necessary. The implantable pulse generator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.